Manufacturer narrative:
As no product was returned, further investigation was not possible. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high glucose result from accu-chek inform ii meter serial number (B)(4). The initial result at 7:17 am was 200 mg/dl. The operator repeated testing at 7:19 am with meter serial number (B)(4) and the result was 105 mg/dl. A different finger was used for the repeat testing. There was no serious injury related to this incident. Qc was performed within 24 hours prior to testing and both meters passed. The suspect meter and strips were requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.